Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the buttons on the customer's insulin pump were stuck and unresponsive and she could not move past the screen to bolus. The customer also received a button error after the insulin pump was possibly exposed to perspiration. No significant events leading to the issue were recalled. She was advised to discontinue use of the pump and revert to a back-up plan. The customer also mentioned she received a no delivery alarm on the insulin pump. She stated the alarm was resolved by a complete set change. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with no act or down arrow button response due to corroded keypad traces. No button error alarm during testing. Insulin pump was unable to perform displacement, prime and excessive no delivery test due to no button response. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and cracked belt clip slot.